Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported perforation (atrial septal defect) resulting in hypoxia and hypertension appears to be related to procedural conditions associated with the atrial septal puncture. Perforation and hypertension are known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 mixed mitral regurgitation for a mitraclip procedure. A mitraclip was implanted successfully central medially in the mitral valve. After the clip was deployed it was noticed that the oxygenation of the patient decreased slightly as blood pressure increased. A major jet was observed and a cut approximately 1cm long was identified from the atrial septum next to the sgc which was located in the left atrium. This caused blood to shunt from the right atrium to the left atrium. The shunt was closed with an occluder and was able to be fully eliminated. There was no clinically significant delay reported. No additional information was provided for this procedure.